Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure and reported alarms was isolated to a shorted u730 processor on the distribution node pca. The root cause for the shorted u730 processor could not be positively identified. . No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was experiencing "check therapy pad" messages.